Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient caregiver reported a heater bag not detected alarm and not enough supplies for treatment alarm. Patient removed the cassette after receiving the alarms and observed evidence of a fluid leak on the cycler and the cycler set. Follow up with the patient indicated that there was no complications as a result of the fluid leak. The device was discarded. Additional information solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was discarded. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.